Event description:
It was reported that the patient presented for a routine follow up. Several aborted therapies due to a high voltage lead impedance issue were observed. The impedance measurements could not be retrieved due to a possible high voltage output circuit problem. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the tip measuring 26.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.